Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 24-may-2024, it was reported by the patient that she receives an alarm. In troubleshooting blockage is found at the site. No further information was available.